Event description:
On (B)(6) 2025, the user reported repeated malfunction of the ilet device. The device displayed alert 35 (insulin occlusion) and later repeatedly displayed ¿restart ilet¿ messages. Troubleshooting was attempted, but the issues persisted, and the device remained nonfunctional. The highest recorded blood glucose (bg) during these events was 265 mg/dl. The user was self-treated successfully with backup insulin injections, and bg returned to range. A replacement device was arranged. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.